Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the device ruptured the aneurysm as it was being deployed into the aneurysm. The coil was implanted and the physician implanted more coils to secure the aneurysm. The patient was reported to be doing fine and the procedure was successfully completed. No other information is available.

Event description:
It was reported that the device ruptured the aneurysm as it was being deployed into the aneurysm. The coil was implanted and the physician implanted more coils to secure the aneurysm. The patient was reported to be doing fine and the procedure was successfully completed. No other information is available.